Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that during a procedure, a shutter position warning error would not allow the treatment to be completed. A company representative visited the site and performed a test treatment in service mode. Upon re-booting, the system showed a reader error and user mode could not be entered. The remainder of list was cancelled pending a new wave card. The machine experienced a shutter state warning during the procedure. After a re-boot, the card reader error would not allow user mode to be entered. A new bronze card was ordered.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. At the visit on site, a wave card error could be confirmed by the field service engineer. A new bronze card was ordered to fix this issue. The system meets specifications. Log files could also confirm the reported error message "'wrong shutter state! Please release and press laser pedal again to continue treatment". This error is not related to the card reader error and is a separate issue. The root cause for the reported card read error is a faulty card. The root cause for the error message "'wrong shutter state please release and press laser pedal again to continue treatment" is known and can be determined as an inappropriate handling of the foot-switch (laser pedal). Pushing the foot-switch (laser pedal) in hesitant or slow manner will lead to this error message thus to interruption of the treatment. The device is working as intended. The manufacturer internal reference number is: (B)(4).